Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately four months after the implant of an cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. The crt-d system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.